Event description:
Customer reportedly received result of 26 mmol/l on aviva system 1 and result of 6.4 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 202937, expiration date 02/29/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.